Event description:
During extraction of the hex impaction checkpoint, dr. (B)(6) noticed the tip of the checkpoint was broken off and remained in the acetabulum. He removed the head of it with a rongeur but didn't feel that it was the rongeur that caused it to break. He decided to leave the tip of the checkpoint in the patient. Hospital would like investigation results as soon as possible. Case type: tha.

Manufacturer narrative:
Reported event: it was reported that during extraction of the hex impaction checkpoint, dr. (B)(6) noticed the tip of the checkpoint was broken off and remained in the acetabulum. He removed the head of it with a rongeur but didn't feel that it was the rongeur that caused it to break. He decided to leave the tip of the checkpoint in the patient. Hospital would like investigation results as soon as possible. Product evaluation and results: as per attached picture the alleged failure mode was confirmed as the provided picture shows that the device was broken. Product history review: review of the device history records indicate 114 devices were manufactured and accepted into final stock on 03-19-2019 with no reported discrepancies. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 111653, lot w64909 shows 0 additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode was confirmed via visual inspection from the provided picture. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event.

Manufacturer narrative:
As part of the normal complaint follow up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During extraction of the hex impaction checkpoint, dr. Marchand noticed the tip of the checkpoint was broken off and remained in the acetabulum. He removed the head of it with a rongeur but didn't feel that it was the rongeur that caused it to break. He decided to leave the tip of the checkpoint in the patient. Hospital would like investigation results as soon as possible. Case type: tha.